Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 22, 2014 to july 23, 2014. Evaluation summary: the device was not available for evaluation; however, the customer provided a photograph of the device. An inspection of the photo did not identify any evidence of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor burst and leaked. This occurred before patient use. There was no patient involvement. No additional information is available.